Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's pacemaker was not able to interrogate with rf antenna and programmer. No intervention was performed. There were no patient consequences.